Event description:
Event was reported to (B)(4) by an attorney. The patient suffered chronic pelvic and vaginal area pain, stress urinary incontinence, and the need for additional surgery. No further information has been provided.